Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent had moved 11mm proximally on the balloon material. Crimp marks on the balloon material indicate that the stent had originally been correctly crimped and positioned on the balloon. An examination of the stent revealed that one of the distal and proximal stent struts were each bent backwards. No anomalies were noted on the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for an iliac stenting procedure the stent dislodged. The physician was preparing the 9.0x30x75cm express biliary ld premounted stent system and noted that the express ld stent dislodged on the balloon. The device was not used during the procedure. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status is unknown.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for an iliac stenting procedure the stent dislodged. The physician was preparing the 9.0x30x75cm express biliary ld premounted stent system and noted that the express ld stent dislodged on the balloon. The device was not used during the procedure. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status is unknown.